Manufacturer narrative:
Per the t:slim g4 user guide, "your t:slim g4 pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an auto-off alarm. Reportedly, the customer's blood glucose level was 270 mg/dl and was addressed with a correction bolus. Tandem technical support (cts) reviewed the auto-off safety feature with the customer. The customer acknowledged and stated that she did not have this setting on for her previous pump. The customer understood and cts provided instructions to turn off the feature.